Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: return to manufacturer: 1/25/2021 section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed, viscoelastic residue on the optic body and haptic. And that the lens was received cut in pieces (not all pieces received). Which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed, no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a sensar intraocular lens (iol) was explanted from the patient's operative eye. The reason for the explant was not provided. No additional information provided.